Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 399 mg/dl. Customer other relevant blood glucose level was 386 mg/dl. Customer did not feel ok trouble shoot. Customer was feeling fine. Customer not using auto mode feature on insulin pump at the time of high blood glucose. The device will not be returned for analysis.